Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the neuro tip was drilled and fractured was confirmed. It was determined that the issue with the drilled and fractured neuro-tip was failure to follow the directions for use (dfu). It was determined that when the burr device was improperly loaded into the attachment device and then installed onto the motor device, the burr device did not seat properly in the locking chamber. It was determined that the attachment device was forced into position which placed the distal tip of the burr device in compression. It was determined that at this point, the tip of the burr device was in direct contact with the neuro-tip of the attachment device. It was determined that when the motor device was started, the burr device drilled into or through the neuro-tip. The assignable root cause of the component damage was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during testing it was observed that the craniotome device had an unspecified malfunction. During service and evaluation, it was determined that the neuro tip of the craniotome device was drilled and fractured. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.